Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, indicating an occlusion event. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl or showing high on the cgm. The customer resolved the issue by changing the cartridge and resumed insulin use.